Event description:
Procedure type: craniotomy. According to the reporter: the tip of needle broke while in use. The broken tip could not be found. Used another. No bleeding. Operating room time extended: unknown. No patient info available.

Manufacturer narrative:
(B)(4).